Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number: 3006705815-2023-03758. It was reported the patient had an unrelated surgery where both ipg¿s were not placed in surgery mode. Surgical intervention took place wherein both ipg¿s were explanted and replaced. Stimulation was restored.